Manufacturer narrative:
With the provided information, the investigation was unable to determine a specific root cause. The calibration monitors, ise check report, and precision check results indicate good performance of the analyzer.

Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable sodium assay result from one patient sample tested on the cobas pro ise analytical unit. The high result was 139 mmol/l. The low result was 123 mmol/l.